Event description:
The customer reported that she received a no delivery alarm on her insulin pump and insulin was not delivering. She stated that after changing out the infusion set, she received another no delivery alarm during a bolus delivery attempt. The customer's blood glucose was 454 mg/dl, which was treated with manual injection. Troubleshooting assistance was provided. The customer performed a 5.0 unit fixed prime and insulin did exit. The customer removed the infusion set to examine the cannula, which was not bent. It was explained there may be a possible site-related issue, possibly due to a site or set occlusion. The customer was advised to change the entire infusion set and performed a 5 unit fixed prime. Insulin exited. It was explained the site may have been occluded. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).